Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) due to receiving shocks. Noise was observed on all vectors. Review of latitude data found there was a stored untreated and treated episode in which the noise was being oversensed resulting in the inappropriate therapy. Technical services discussed troubleshooting options at the time of the revision procedure. A chest x-ray was performed and confirmed the electrode was fully inserted. When the device was programmed to primary and alternate the noise could be re-created when pressing on the pocket. Subsequently, the system was explanted and replaced successfully. The system is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) due to receiving shocks. Noise was observed on all vectors. Review of latitude data found there was a stored untreated and treated episode in which the noise was being oversensed resulting in the inappropriate therapy. Technical services discussed troubleshooting options at the time of the revision procedure. A chest x-ray was performed and confirmed the electrode was fully inserted. When the device was programmed to primary and alternate the noise could be re-created when pressing on the pocket. Subsequently, the system was explanted and replaced successfully. The system is expected to be returned. No additional adverse patient effects were reported.